Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. Through investigation, the representative found that the technicians attempt to perform calibrations before the imaging system completely starts up. The medtronic representative then explained the situation to staff and how to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed "initializing please wait" when starting up. Initial troubleshooting did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.